Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received recurring insulin flow block alarm. The customer¿s current blood glucose level was 390 mg/dl. The customer states they have tried all remedies. Customer states they have tried different cannula lengths. Customer declined troubleshooting. The customer was advised to revert to back up plan. The device will be returned for analysis.